Event description:
Patient reported that expiration date, printed on the strip vial, had rubbed off. No pt injury was reported and no treatment was received. Technical support requested the return of the suspect product and replacement product was shipped.